Event description:
Customer alleges fire in ibm 15" monitor. Alleged unit was at a nurse's station, away from the patient contact. Customer removed device from service. Subsequent calls to the hospital for clarification have determined it was reported as a spark, not a fire.